Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 9.9 versus the lab's 7.2 mmol/l. Tests were done within 1 minute. Pt did not experinece any adverse events. No further info has been reported.